Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient fell about a month prior to on (B)(6) 2026, and was wondering if the voltage was up now. The patient used to put program a on and sleep at night, but now had to shut it off at night. The patient had to shut if off the night program because it was not working as it should. It was noted that the patient had an upcoming appointment with the healthcare professional, but it was seven hours away so the patient was wondering if the manufacturer could help.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot#: (B)(6), ubd: 21-sep-2020, UDI#: (B)(4), implanted: on (B)(6) 2018, explanted: n/a, product type: lead, g2. Foreign: ca. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.